Manufacturer narrative:
Clinical report states patient was revised due to instability. Update rec¿d 01/19/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. According the medical records upon revision the raised lip of the acetabular liner was found to be fractured and the fragment was sitting between the femoral head and the acetabulum. This was causing the instability. Also noted, was a crack in zone 2 of the femoral bone. At this time the patient's liner and stem are being reported. The complaint was updated on: 02/16/2015. Updated 09/01/2015: upon review of the xrays, it was noted the cup was malpositioned. Patient's medical records indicate the patient complained of a grinding sensation in the right hip along with catching and locking. Complaint was updated 09/08/2015. Conclusion and justification status: no device associated with this report was received for examination. A worldwide complaint database search found no additional related report(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient was revised due to instability. Updated 09/01/2015: upon review of the xrays, it was noted the cup was malpositioned. Patient's medical records indicate the patient complained of a grinding sensation in the right hip along with catching and locking.